Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2016, that the receiver had no vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the vibrate function failed. A manual "try it" functional test was performed and the vibrator mode test failed. The receiver was opened for further evaluation. The vibrator resistance was measured and the resistance was out of specification. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.